Event description:
The device reportedly displayed dashed lines on the lcd screen during pt use. The therapy cable was shaken and an ECG signal appeared on the screen. A back up cable was obtained and treatment was continued. There were no adverse effects to the pt as a result of the reported event.